Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
Related manufacturer reference number: 2916596-2020-04570. It was reported that the device had a cut on the drive cable. The pump was off and communication between pump and controller was fault. The patient was closer to the center in (B)(6), so it was asked to arrange air transport there. The patient appeared in good general condition. The driveline and the controller were replaced, the fuses in the damaged one were opened and unusable.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported events of a pump stop and damaged fuses were confirmed. Preliminary testing on the controller confirmed that fuses a & b had failed, and it was unable to run the pump. Both fuses were replaced, and the controller was closed and connected to a mock loop, patient cable, system monitor, and power module and found to operate nominally. The controller underwent functional testing and passed all tests. A review of the submitted log file and downloaded log file showed events spanning approximately 3 hours on (B)(6) 2020 (09:55:52 to 12:43:18 per timestamp). The fixed speed was set to 5200 rpm and the low speed limit (lsl) was set to 5000 rpm; however the pump was off for the duration of the log file. The log file did not extend back to the time of the reported event, having been overwritten by newer events. The power cables were disconnected for a controller exchange on (B)(6) 2020 at 12:37. There were no other notable events on the log file. The root cause of the reported events were conclusively determined to be user error by cutting wires in the driveline modular cable. The device history records were reviewed and the records revealed that the heartmate iii system controller was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate 3 patient handbook section 6 entitled ¿equipment maintenance¿ addresses how to properly care for, maintain, and store the equipment for proper use. The patient handbook also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.